Event description:
A hemodialysis in pt user facility has reported that during treatment a blood leak occurred. The external leak was visually observed in "a puddle of blood on the flood." Test strips were used and the results were negative. The machine had alarmed. Estimated blood loss was 150cc. The pt had no adverse effects and no medical intervention was required. The pt elected not to complete treatment. The sample is available for the manufacturer evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.